Manufacturer narrative:
Investigation results: the complaint of a damaged extension tube was confirmed. Seven photographs and one 22g nexiva device and was provided for investigation. The extension tubing completely broke at the distal end of the luer adapter. A piece of tubing remained adhered within the luer adapter. The adjoining surfaces of the tubing were rough and jagged, which is consistent with a break. Due to the evidence of use, the break likely occurred after insertion; however, the root cause could not be determined. No damage associated with the manufacturing process was identified on the returned sample.

Event description:
No additional information.

Event description:
It was reported that bd nexiva extension tubing separated from adapter. The following information was provided by the initial reporter, translated from japanese to english: nexiva tube damage (falling out). Although it is placed in the arm, the nexiva tube was broken (disconnected) from the connector part.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.